Manufacturer narrative:
(B)(4). Implant date: 2014. Concomitant medical products: articular surface size ef 10 mm height "use with plate 3 catalog # 00596403210 lot # unknown. (B)(64). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an left knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial implant.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2018-00791 updated:

Event description:
No further information has been provided.